Event description:
A report was rec'd that the pt has an infection at the lead site. The pt's symptoms were drainage from the wound. The physician explanted the pt's leads and prescribed the pt oral antibiotics. The physician is not sure if the infection is procedure or device related. The pt is doing well following the explant.

Manufacturer narrative:
The explanted leads were not returned to bsn as they were discarded by the medical facility.